Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 208 mg/dl. The customer stated that he tried clearing the alarm and attempted to use the bolus wizard when she found that the numbers began scrolling on their own. He replaced the battery, and he could not clear the second button error alarm that occurred. No significant events leading to the alarm and keypad issues were observed. The insulin pump also alarmed failed battery test. Advised replacement of the insulin pump. Nothing further reported.